Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be manufacturing related. One 4 fr single lumen powerpicc kit was returned for evaluation. An initial visual observation showed the catheter was flattened and stuck on a ridge of the tray, between the 10 cm and 15 cm depth markers of the catheter. The inner surface of the tyvek lid of the kit was observed to be slightly damaged at the point of contact with the stuck and flattened section of the catheter. A microscopic observation revealed the surface of the flattened section of the catheter was granular and similar in appearance to the texture of the tyvek, suggesting the catheter was caught between the tray and the tyvek lid during the sealing of the tray. Manufacturing facility evaluation: the complaint due to ¿the catheter is flattened within the tray¿ was confirmed. Evaluation of the catheter tubing was flattened and melted with evident signals of excessive heat applied directly on the catheter. Therefore, the complaint for damaged catheter is confirmed, manufacturing related. A lot history review (lhr) of recp0380 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during visual inspection of catheter prior to placement, there was damage at the mid section of the catheter.